Event description:
It was reported, the patient had serosanguinous drainage from their lumbar incision. The patient also had a dull headache present. The patient was given bactrim for 10 days and the wound was dressed. Nine days later examination revealed the wound was clean, dry, and intact. There was no redness, swelling, drainage, or fever. The site was well approximated and they patient had no problems. The event was considered resolved without sequelae.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).